Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the tower damaged due to water flood pyxis was shut down and tower cable disconnected from main. A field service engineer concluded that complete total damage on tower and cannot be repaired. No resolution was provided by the field service engineer regarding the reported issue. No additional information is available. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es tower damaged due to water flood. Sewer water leaked through the ceiling into tower vents, damaging 40 tower bins of medication. Several bins contained up to 2 inches of liquid behind doors 1 and 2. All bins were wet, along with the floor beneath the tower, the power cable, and the cable connected to the main. There were no adverse events or injuries reported based on this incident.